Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the unit unexpectedly shuts down and will not turn on. The user stated the battery being used was fully charged. The device was not in use on a patient at the time of discovery of the issue.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the unit unexpectedly shuts down and will not turn on. The user stated the battery being used was fully charged. The device was not in use on a patient at the time of discovery of the issue.